Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button cable trace was creased. The cause of the non-functional response buttons is the creased cable trace. The root cause of the creased cable trace could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons would not activate a patient's monitor.